Manufacturer narrative:
Helpline support team reported that the user was not able to generate reports. After conducting a thorough investigation by attempting to generate the daily reports for the user in the carelink support application, it was observed that the data calendar displayed backward time on the report generation page. To delve deeper into the issue, we retrieved the uploaded snapshot from the carelink database and discovered that the user had made a backward time change, resulting in data calendar showing the latest updated date. To aid in resolving the issue, the following information was provided to the helpline support team: - requested the helpline to follow the steps below to view data in the reports: - update the pump to the current date and time. - note that all data uploaded so far has become ambiguous due to the backdated time change. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue is the backward time change made in the pump, resulting in data ambiguity for the current date. Provided helpline support team with the information on the backward time change performed by the user and requested them to instruct the user to update the pump date and time to reflect current date. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) acc-7333. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app. No product return is required for acc-7333.